Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported small piece that was broken off during reprocessing involving an olympus autoclavable camera head. There were no reports of patient involvement.